Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (MR) and reduced ejection fraction for a Mitraclip procedure. During the procedure, first mitraclip XTW was implanted on anterior and posterior 2 (A2-P2). Second mitraclip XTW was implanted and third mitraclip NTW was implanted on anterior and posterior position 1 (A1-P1). Transesophageal echocardiogram (TEE) was performed, and it was observed that pulmonary veins got no backflow waves. The final MR was grade 2-3. There were no adverse patient effects or clinically significant delays reported. On (b)(6) 2026, it was informed that patient had hypertension and intravenous medication was provided. Physician believed that gradient increased due to hypertension of the patient.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.